Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was intubated with the endotracheal tube for the hiatus hernia procedure with no issues from the anesthetic room, cuff herniation occurred after transfer to theatre. Tube advanced under a video laryngoscope guidance and secured. The airway pressure alarm was raised, no wheeze, bilateral air entry, the suction catheter unable not pass down the tube, physical check (finger slid down path of tube) revealed kink in tube at back of tongue. The tube was replaced from other manufacturer.